Manufacturer narrative:
This device used for treatment and not diagnosis. The tip is broken off and missing. All complaint relevant features were checked and found to meet the specifications. Placeholder.

Event description:
Synthes (B)(6) reported the following event occurred during a mandible fracture open reduction internal fixation (orif). Surgeon was using a mini-fragment tap (311.19) to hold difficult fragment. When manipulating the tap, it broke; surgeon was able to retrieve all parts. He then tried again with another tap (lot 2029734), and it also broke. This time, the small tip was left inside the patient. The surgeon was advised by the asc that the tap was not implant grade quality. Surgeon made the decision to leave the tip implanted. Reduction was reached with another method; there was no considerable lengthening of surgery or anesthesia. This is 1 of 2 reports for the same event, complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned . Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis.